Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading, indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had no reached end of life. The pt was scheduled for revision surgery, during which the generator was replaced. Device diagnostic testing of the new generator connected to the original lead also resulted high lead impedance reading, indicating a possible problem with the lead. The lead was also replaced. Device diagnostic testing of the new lead connected to the new generator was within normal limits, indicating proper device function. A break in the original lead is suspected. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to determine the nature or cause of the apparent lead failure.

Event description:
The lead assembly was returned for analysis in one piece. The lead was received without the electrodes and connector pins. Visual examination found a kink in one of the lead coils; however, did not identify any breaks in the coils. Continuity check using a multimeter was performed. Continuity check did not identify any discontinuities on the portion of the lead returned. The condition of the lead is consistent with contidions that exist after the explant procedure. The concomitant device ( pulse generator) was also returned and analyzed. The pulse generator met electrical test specifications. There were no visual anomalies identified or observed. The pulse generator did not show any condition that would have contributed to the high lead impedance condition.